Manufacturer narrative:
The facility stated that during a patient procedure, the surgical table stopped responding to user commands. The hand control did not turn on, and the facility was unable to unlock the table floor locks by utilizing the table's override control system. A steris service technician evaluated the table following the event and found evidence of fluid intrusion into the table's interior which caused an electrical short of the table's power supply. Upon further discussion with facility staff, the technician was informed that the patient procedure involved a large amount of fluid and the table had been draped with linen. The cmax table is labeled for ipx4 fluid resistance standards. The introduction of the cmax table operator manual, iii, states: "splash-proof equipment (enclosed equipment protected against splashing water, ipx4)." In the event the amount of fluid present during the procedure exceeds that for the ipx4 rating, it is at the hospital's discretion to ensure the table is properly draped and/or a fluid catchment device is utilized to limit the amount of fluid that may come in contact with the cmax table. The technician suggested that for future fluid intensive cases, the facility use plastic draping as opposed to linen to prevent fluid intrusion. The technician replaced the table's damaged power supply, tested and confirmed the table was operating to specification and returned the table to service. No further issues have been reported.

Event description:
The user facility reported that the cmax table did not respond to user commands during a patient procedure. No injury to patient or staff was reported. A procedural delay was reported as the patient required transfer to another surgical table.